Event description:
It was reported that the right atrial (ra) lead dislodged while the patient was still on the table post implant. Post testing revealed inability to capture, low p waves, and fluoroscopy imaging indicated the lead had dropped into the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).